Manufacturer narrative:
A photo was provided showing the ch-14 connected to a spiros. Leakage was observed below the clave. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history could not be reviewed due to the unknown lot number. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a chemoclave vented bag spike where it was reported after the second day of drug infusion, there were leaks observed from the joint between the "blue and white." The issue was noted during infusion of 5fu. Device was not reprocessed/ re sterilized. The chemo leaked but it didn't come into contact with the patient or healthcare provider. The spill was cleaned per facility protocol. There was no specific damage noted on the device. There was no problem after replacing the sample. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy.